Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before surgery, the vitrectomy "probe would not cut." The incision had not been made, therefore, there was no patient contact. An alternate probe was used to proceed with surgery.

Manufacturer narrative:
One 23ga probe sample was returned for not being able to cut prior to the surgery. The lot was identified as lot 13026307x. For this final lot, ten component probe lots, manufactured in july 2013, were used to make up the final lot. A device history record review for each of the lots was conducted. According to the device history record reviews, seven lots were reprocessed for anomalies that did not contribute to the customer complaint. Three lots had no anomalies found based on the device history record reviews. The product was released according to the product¿s acceptance criteria. No additional investigation is required based on device history record reviews. A complaint lot history examination indicates there were no other complaints for this reported issue. The sample was visually inspected using 25x magnification and found to be conforming. Actuation and cut testing were performed and deemed conforming. The complaint evaluation does not confirm the probe could not actuate or cut. The probe met all visual inspection and functional testing. The most probable cause for poor function of the probe would be from improper setup with the probe. All probes are 100% inspected for actuation, aspiration, and cut during manufacturing. (B)(4).